Event description:
The user facility reported that the guest port connected to their hexavue custom room rack was not routing any video. No report of injury.

Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the hexavue custom room rack and found that the fiber input card required a replacement. The technician replaced the fiber input card, tested the function and operation of the unit, confirmed the system to be operating according to specification, and returned the system to service. No additional issues have been reported.